Event description:
Caller reports that during a correlation study the following coagucheck s/coaguchek xs results were obtained: 3.7 inr/2.8 inr, 1.5 inr/2.0 inr, 1.5 inr/2.3 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in the coagucheck xs system. Reference medwatch with a1 patient for suspect device in the coagucheck s system.